Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and failed to capture. X-ray was performed which confirmed the lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.